Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported left side capsular contracture baker grade unknown, "peri-implant collection is observed with biggest volume at left" and "peri-implant collection (inflammatory process?". Healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side capsular contracture baker grade iii. Rippled contours and radial creases per magnetic resonance imaging (MRI).